Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad response issue could not be duplicated during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.